Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the cross in the upper right corner keeps flashing, and the self-check is not possible. It indicates that the battery is low and charging is invalid. There was no patient involvement.